Event description:
(B)(4). Essure procedure was done (B)(6) 2006. Hsg test done in (B)(6) 2007. Since procedure I've experienced excessive bleeding, cramping, pain in lower abdomen. Painful intercourse. Irregular periods. Heavy clotting during periods. Vaginal discharge. Vaginal odor. Cramping. Lower backaches. Numerous urinary problems. (Uti, kidney failure, bladder infections ).